Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that there were air bubbles in the tubing and reservoir. The caller stated that the customer's insulin had been left in the fridge. The size of the air bubbles were soda bubble size. The customer's blood glucose level was 532 mg/dl. The caller was advised that the insulin should be kept and given at room temperature. The customer's device was replaced and returned due to a compromised force sensor system alarm. The reservoir was not replaced or returned.